Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the (B)(6) 2008 and performed to specification up to the (B)(6) 2010. The device failed multiple self-tests due to a low battery between the (B)(6) 2010 and the (B)(6) 2011. The device remained in fault mode until (B)(6) 2011 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. The pad-pak became depleted and a further pad-pak installed during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken, including the excess current drain, would confirm a failing membrane. The green status led was found to be constantly lit during the investigation. This is a further symptom of membrane failure. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.